Event description:
Report received indicated that cypher stent delivery system (sds) was unable to cross the lesion and after removal was confirmed the stent strut was flared. The target lesion was aha11~13. The lesion was an in-stent restenosis (isr) lesion of a competitor's bear metal stent (bms). The vessel was moderately calcified and slightly tortuous. There was 75% stenosis. Pre-dilation was conducted and then cypher (3.0/33mm) was delivered, but was unable to cross the target lesion. The physician confirmed that the cypher became stuck due to the calcification. Therefore, the stent system was removed and was confirmed the stent strut was flared (portion unk). The procedure was finished with plain old balloon angioplasty (poba), only pre-dilation. The physician did not indicate any anomalies prior to use. There was no patient injury reported.

Manufacturer narrative:
The product was discarded by the hospital; therefore, is not available for evaluation. Additional information will be sent within 30 days upon receipt.